Manufacturer narrative:
Product analysis 4 still images were returned the images showcase the recovery catheter where the distal end of the catheter has been cut opened, with metallic material being observed within the recovery catheter. The reported event can be confirmed from the still images medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a spider fx embolic protection device during treatment of the patients distal right common carotid artery. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The spider fx was opened to provide distal protection, as a carotid stent was to be placed. The spider fx remained in position, the stent was correctly placed, and upon retrieving the spider, when they attempted to insert the blue sheath into the guide to extract the device as instructed, the physician realized that the lumen of the blue retrieval sheath was completely occluded and could not be inserted. A new spider had to be opened just to use the blue sheath, which passed through without issue, and the basket was retrieved to complete the procedure. A piece was noted was removed. No patient complications have been reported as a result of this event.